Manufacturer narrative:
The service history record was reviewed and indicated that this is the first time this unit has been returned for service. An evaluation of the kangaroo pump was performed, and the reported issue could not be confirmed at this time. The unit alarmed when the feeding set was removed, alarmed when the tubing was crimped, and passed both the mistic and accuracy test. During the accuracy test 125ml of water was used and the delivered rate was as expected. The pump is within tolerance specifications. The unit was functional during evaluation but was serviced by updating the software and replacing the battery and damaged overlay as the power button was not working properly. In addition, the front case and badge were replaced due to the overlay replacement and the power connection label was replaced due to the opening of the unit. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
An investigation is currently underway. The results will be shared upon completion.

Event description:
The customer reported that the volume was set to 80ml at 150ml/hr. The volume was completely delivered in 20 minutes only. The issue occurred during testing and, no patient was involved. No further information was provided.